Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse performed clog detection adjustment, nozzle adjustment and hand touch adjustment. Also, performed clog detection test and all values were within specification. Fse ran patient samples and no errors were detected. The customer ran quality control and all results were within range. Instrument is functioning as intended and released. The most probable cause for this event is to misalignment of the liquid level sense. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2076 clogging detected at specimen on their aia-900. Customer was receiving the error on all samples. When the samples were checked some samples had small clots. The customer cleaned sample nozzle but the error still occurred. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2 and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.